Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was not powering on with button press or test strip insertion. Customer further reported that on an unspecified date, she experienced sweating, "felt decayed" and was incapable of self-treating. Customer had contact with a healthcare provider who treated her with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (meter serial number) has been updated based on the returned product. Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter was not powering on with button press or test strip insertion. Customer further reported that on an unspecified date, she experienced sweating, "felt decayed" and was incapable of self-treating. Customer had contact with a healthcare provider who treated her with a glucagon injection. There was no report of death or permanent impairment associated with this event.